Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and there were no fluid leaks in the test cassette during the ast. A patient sensor calibration was performed and passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A glucose test was positive. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a mushroom head check performed on (B)(6) 2018. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and there were no fluid leaks in the test cassette during the ast. A patient sensor calibration was performed and passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A glucose test was positive. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a mushroom head check performed on (B)(6) 2018. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette message was encountered during drain 3 of 4 of the peritoneal dialysis treatment. The patient reported that a fluid leak was observed inside the cassette door. The patient was advised to cancel the treatment and to discontinue use of the cycler. The patient indicated that an alternative treatment option was available. The patient was advised to notify the peritoneal dialysis nurse of the alleged event. Follow-up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. Additional information was solicited.